Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur ca 19-9 result which was discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reported observation of an elevated advia centaur ca 19-9 result which was discordant relative to repeat testing when using ca 19-9 lot 535. An initial elevated result was obtained using ca 19-9 lot 535 for a 55-year-old female patient with post-operative rectal cancer. This result was questioned by the physician. When the sample was re-tested using ca 19-9 lot 537, a much lower result (below reference threshold) was produced. The test was repeated using an alternate method, and a low result (below reference range) was obtained; this result was accepted as correct by the physician. There are no allegations of any adverse patient consequences in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur ca 19-9 result which was discordant relative to repeat testing. Siemens investigation confirmed an average positive bias of 56.4% with a sample population from the asia pacific region and atellica im and advia centaur 19-9 assay kit lots ending in 535 as compared to previous lots. However, investigation did not confirm the complaint allegations of commercial quality control results outside of range. Urgent medical device correction (umdc) aimc 24-14.a.us and urgent field safety notice (ufsn) aimc 24-14.a.ous will be distributed to customers who have received the affected product to notify them of the bias. The communication will advise customers to discontinue use of the affected product. Note: in section h6, codes for investigation findings and investigation conclusions were updated.